Event description:
The duett was deployed following a diagnostic procedure, via a 6fr sheath in the right common femoral artery. The pre-deployment angiogram showed the vessel was less than 6mm in size (warning in the duett instructions for use). Following the deployment, the patient experienced loss of color and pulses in the affected leg. An angiogram confirmed an occlusion. Treatment consisted of surgical intervention and anticoagulation therapy. The treatment was successful and no further complications were reported.